Event description:
Customer reportedly obtained a result of 0 mg/dl on the compact meter. The paramedics were called and customer was transported to the hospital. The customer reports he was kept in the hospital due to heart concerns and that he received an IV of unk substance. No diabetic treatment info provided. Requested return of suspect device and replacement was sent.